Event description:
Analysis was completed on the explanted lead portion returned. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since a large portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
A hospital facility reported that the patient had generator and lead replacement on (B)(6) 2013 due to high impedance and battery depletion. The eri status of the generator was unknown. Upon follow-up with the surgeon's office, it was reported that intra-operatively, the patient had high lead impedance. Additional follow-up with the surgeon that high lead impedance was first observed prior to surgery, but the device was not turned off as a result of the high impedance prior to surgery. There was no patient manipulation or trauma that is believed to have caused or contributed to the event. It was reported that a copy of the x-rays could not be provided to the manufacturer without a release of information signed consent. Additional follow-up with the referring neurologist revealed that the high lead impedance was first observed on (B)(6) 2012. There was no patient manipulation or trauma that is believed to have caused or contributed to the event. The generator and lead were received by the manufacturer for analysis on (B)(6) 2013. However, product analysis for the lead has not been completed to date. Analysis of the generator was completed. The reported end of service condition was not duplicated in the product analysis laboratory. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.